Event description:
The customer reported the system failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Repairs were not completed at that time. No additional information has been disclosed.